Event description:
It was reported that an interlink extension set burst. This occurred patient infusion with a contrast material for a CT scan using a power injector. The reporter stated that the customer has received previous communication from baxter to not use the interlink system with power injectors; however, the customer continues to do so. There was no report of patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device evaluation could not be performed. Should additional information become available, a supplemental report will be submitted.